Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube contained a gel air bubble. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: samples were received for two other related complaints. No samples and 1 photo were received for this complaint from catalog 362795, lot number 4198210. Evaluation of the photo confirmed the presence of large airbubbles in the gel barrier. Air bubbles in gel are seen when air pockets are in the gel material or if air is introduced into the lines during the dispense process. If small bubbles are present in gel product when the product is sterilized, these bubbles become larger due to the heat. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause of the issue could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 tube contained a gel air bubble. There was no health impact or consequences reported.